Event description:
According to the reporter: needle snapped in half when trying to pass through tissue. User was able to find and bring it out of the patient. No unanticipated tissue loss. No delay over 30 minutes. No device fragment fell into patient. No device fragment left in patient.

Manufacturer narrative:
(B)(4).